Event description:
Customer states the power chair will not turn on, chair automatically came to an abrupt stop almost throwing him forward. Customer states the dealer has picked the chair up around 4 times and it is still not running. Customer is not happy with the dealer. Customer states there has been no injuries and/or damages. Not happy when advised a service center or dealer would be the ones to service his chair.

Manufacturer narrative:
No rms has been initiated for this issue. Model m41srr, serial number/date code (B)(4) is approximately 1 year old. The owner's manual part number rev g was issued with this device. The owner's manual is also found on-line at invacare.com. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Customer states the power chair will not turn on, chair automatically came to an abrupt stop almost throwing him forward. Customer states the dealer has picked the chair up around 4 times and it is still not running. Customer is not happy with the dealer. Customer states there has been no injuries and/or damages. Not happy when advised a service center or dealer would be the ones to service his chair.